Manufacturer narrative:
Conmed electrosurgery received a suction coagulator. Esu interface was performed, the device was tested in all modes and the returned foot controlled suction coagulator passed, it operated as expected. There was no damage or breakdown with the insulation. During the esu interface the returned foot control suction coagulator under test sparked only at the tip of the tube; this is expected as designed. The reported malfunction was not confirmed.

Event description:
Burn just outside the right corner of the patient's mouth during a tonsillectomy. Dr. Seemed to think the burn was caused by insulation failure, because the suction coagulator often rests alongside that part of the anatomy during this type of procedure.